Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to detach after use. The customer reported, "consumer stated on (B)(6) 2019 after her injection, she could not remove the pen needle from the insulin pen. No injury to report. Item: 320122, lot: 8047592, expiration date not available. Sending mail kit. Additional verbatim: from phone call on (B)(6) 2019 13:44:52: consumer called back to report a second lot: 8030725. Stated she contacted "lantus", manufacturer of medication, they walked her thru attaching and priming pen needle. Stated when she tried to remove pen needle, it did not come off. Stated representative from lantus is speaking with pharmacy on getting her replacements. Stated she now has 3 insulin pens with pen needles that will not come off. Two lots: 8047592 and 8030725 3 occurrence dates, (B)(6) 2019, (8047592) and (B)(6) 2019, (8030725). From phone call on (B)(6) 2019 12:50:57: consumer reported a second pen is stuck on her insulin pen. Stated after her injection on (B)(6) 2019. Consumer is sending in two samples".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to detach after use. The customer reported, "consumer stated on (B)(6)19 after her injection, she could not remove the pen needle from the insulin pen. No injury to report. Item: 320122, lot: 8047592, expiration date not available. Sending mail kit. Additional verbatim: from phone call on (B)(6) 2019 13:44:52: consumer called back to report a second lot: 8030725. Stated she contacted "lantus", manufacturer of medication, they walked her thru attaching and priming pen needle. Stated when she tried to remove pen needle, it did not come off. Stated representative from lantus is speaking with pharmacy on getting her replacements. Stated she now has 3 insulin pens with pen needles that will not come off. Two lots: 8047592 and 8030725. 3 occurrence dates, (B)(6)19, (B)(6)19,(8047592) and (B)(6)19, (8030725). From phone call on 2019-03-15 12:50:57: consumer reported a second pen is stuck on her insulin pen. Stated after her injection on 03/14/19. Consumer is sending in two samples"